Event description:
Additional information indicates the pain at the ipg site has resolved and therapy has been restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2021 in which the ipg pocket was relocated to resolve the issue.